Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm and a battery out limit alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the pump alarmed after a battery change, and the batteries were out of the pump greater than the duration allowed by the pump. It was explained that this is normal pump behavior. Customer stated that she wears the pump in her bra and was playing with her nephew. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer agreed to return the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.